Event description:
The customer reported that three model enf type p 4 olympus fiberoptic rinoscope were damaged after being processed in the sterrad nx. The distal tip of all the scopes were "shredded or frayed" requiring a repair at olympus. The customer did not use an eto cap. They had been processing these type of scopes for months with no problems and did not use an eto cap. They wanted to use the nx in the future for this product and try it with the eto caps on. They also know about the olympus statement, not to use flexible scopes in sterrad nx, but chose to do so anyway.

Manufacturer narrative:
Other, damaged device. Conclusion: other- olympus released a technical information bulletin dated sept 21, 2007, recommending against the use of the sterrad nx sterilizer for sterilization of olympus flexible surgical endoscopes. In october 2007, a CAPA was initiated and customer letters, (specifically to address olympus flexible surgical endoscopes) were sent to all sterrad systems users to directly contact the device manufacturer regarding material compatability and functional performance questions of the device with the sterrad systems.